Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that the reported phenomenon ¿image failure (abnormal image)¿ occurred because the video function did not work properly due to faulty cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation. And the complaint was confirmed, due to a defective cable. The appearance of the camera showed no obvious defects, there was no water leakage, and the plug was normal after the disassembly. The screen was black with no image, but was restored to normal after the cable was replaced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the 4k camera head had no image. The issue was found during preparation for use for a laparoscopic resection of the left half liver. And it was completed with a similar device. The delay was less than 15 minutes. There were no reports of patient harm associated with the event.